Event description:
The electrode array of the device extruded from the cochlea until only 10 electrodes remained in the cochlea. As the pt no longer benefited from the device, explantation took place. The pt does not desire reimplantation. It is not suspected that the device malfunctioned.